Manufacturer narrative:
The returned device was evaluated and the pod was received with no evidence of blood on the device. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exposed portion of the soft cannula was found to be torn. It could not be determined when or how the cannula was damaged. The download data contains no timeouts, drive stalls, or hazard alarms, indicating there was no struggle in delivering insulin.

Event description:
It was reported while a patient had been wearing a pod between 36 and 48 hours their blood glucose level had read high (>500 mg/dl). In addition the patient reports the pod site was bleeding at the pod infusion site upon removal of the pod. As treatment, the patient monitored their blood glucose levels, administered boluses, drank water and applied a new pod.